Event description:
Dr asked for a number 8 tracheostomy tube. An 8 trach tube box was taken from supply box. Tube opened on the sterile field. Trach tube was inserted and pt returned to the unit. The unit called as pt was having trouble being ventilated. It was discovered that the tube was a size 6 instead of a size 8. Pt was brought back to surgery. The number 6 tube was exchanged for the number 8 tube. Apparently the wrong tube was in the original box.